Manufacturer narrative:
After the product, the hosp discarded the product. Since the product was not returned to cardiac surgery for eval it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hosp. (B) (4).

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro began overheating, jaws turning red, when the device was in the pt's leg. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.